Manufacturer narrative:
Initial

Event description:
It was reported that the ilet pump¿s screen became disconnected from the device housing, consistent with a display component issue and a device problem characterized as loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display component consistent with a failure of the bond between parts. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.